Event description:
The pt had never been a regular user of the device. After an automobile accident in 1993, the pt complained of pain over the implant site. In 2000, the pt decided to have the device explanted. Device analysis showed fluid at the feedthroughs. It is not possible to determine whether this affected pt performance due to non-use of the device.